Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
See MDR 1036844-2014-00117 for the first kit used. It was reported the procedure was being performed on a (B)(6) male patient. A second kit was opened and again during insertion the wire and catheter became kinked. As a result, another kit was used. See MDR 1036844-2014-00122 for the next kit used.